Event description:
During a temporal artery biopsy the patient sustained superficial burns to the face. The burns were treated with cold compress and silvadine. Oxygen use was a full mask at 6 liters per minute. A valleylab technician performed a preliminary evaluation at the customer's facility and found output power at both the accessory and handswitch receptacle.